Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the flickering was the camera cart monitor losing input due to the pcoip (pc over ip) power cycling. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cervical spine procedure. It was reported that, after calibrating a suretrak instrument while in the navigate task. Whenever the site tracked the suretrak instrument, the camera cart screen would turn off momentarily, then it would turn back on and the suretrak calibration would appear. This occurred multiple times, so the site switched to a different navigation system and proceeded with the case. It was noted that the camera was still functional and still tracking even when the camera cart monitor flickered. No other suretrak instrument had spheres on it, only the calibrated suretrak. It was also stated that the suspected navigation system was powered outside, but not flickering. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Analysis on the returned pcoip resulted in an electrical failure being found though functional testing and visual/physical examination. Analysis stated that it was from a defective pcba. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Testing revealed that the camera was functioning correctly all the time, indicating pcoip issues. This issue was not related to the software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.